Manufacturer narrative:
The implant was sent by the doctor to one of the company representatives, who unfortunately lost it. A review of the device history was conducted and no deviations were found. Technique may have been a factor in this case. The doctor indicated that an x-ray revealed penetration of the implant through soft tissue. The implant is not believed to be the cause of failure.

Event description:
A 3.4x8mm implant was placed on 5/9/96. Mobility was noted at time of exposure on 7/31/96. Implant did not integrate and was removed 9/12/96. One person affected.